Manufacturer narrative:
The reported event was addressed with phone support. The customer updated the system software, and all components were at the same software revision. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer observed a non-recoverable fault. The technical service engineer (tse) was unable to view logs at the time of the call due to the system not being connected. The tse had the site hard reboot and reseat the fiber cables and the caller stated that the site got an error. The customer confirmed that the simulator was disconnected. The tse had the customer read the patient side cart (psc) serial number. The tse informed the customer that the software on the psc did not match the rest of the components from the system. The tse recommended the customer swap the psc. The customer swapped the psc, and da vinci is ready was heard. The customer continued with the procedure. The procedure was completed with no reported injury.